Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The biomedical engineer evaluated the unit and confirmed the reported error. The biomedical engineer contacted product support and was advised to check each speaker was 8-ohm and the signal from power management (pm) pcb was a constant 4vdc. Provided part ID for the pm board. The biomed replaced the cpu board to address the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure 1102 e/c. There was no patient involvement.